Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal and excessive bleeding (menorrhagia)") in a 23-year-old female patient who had essure (ess205) (batch no. 623029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multiparous, cesarean section, tonsillitis, anxiety attack and endometriosis. Concurrent conditions included overweight, pelvic adhesions, perineal pain and uterine fibroids. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful cramping (dysmenorrhea)"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced ovarian fibroma ("fibroid (right ovary)"), astigmatism ("astigmatism") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy unilateral oopherectomy - left) and surgery (bilateral salpingectomy unilateral oopherectomy - left). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, migraine, headache, ovarian fibroma, astigmatism and weight increased outcome was unknown. The reporter considered astigmatism, dysmenorrhoea, headache, menorrhagia, migraine, ovarian fibroma, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: current weight: 190 lbs. Right side- 2 coils, left- 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming- menorrhagia and dysmenorrhea." Most recent follow-up information incorporated above includes: on 9-apr-2018: pfs received. Events- "migraines, headaches, fibroid, pain, astigmatism, weight gain, she did not undergo essure confirmation test", reporter, lot number added from pfs. Concomitant and historical condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal and excessive bleeding (menorrhagia)") in a 23-year-old female patient who had essure (ess205) (batch no. 623029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multiparous, cesarean section, tonsillitis, anxiety attack and endometriosis. Concurrent conditions included overweight, pelvic adhesions, perineal pain and uterine fibroids. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful cramping (dysmenorrhea)"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain") and uterine leiomyoma ("uterine fibroids"). In 2016, the patient experienced astigmatism ("astigmatism"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menstrual disorder ("cycle bad"), ovarian fibroma ("fibroid (right ovary)/ fibroid tumor on my rt ovary"), visual impairment ("vision getting worse"), amnesia ("memory loss") and endometriosis ("endometriosis"). The patient was treated with surgery (bilateral salpingectomy unilateral oopherectomy - left, salpingectomy(bilateral removal of fallopian) and surgery (bilateral salpingectomy unilateral oopherectomy - left). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, menstrual disorder, migraine, headache, ovarian fibroma, astigmatism, weight increased, visual impairment, amnesia, endometriosis and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, amnesia, astigmatism, dysmenorrhoea, endometriosis, headache, menorrhagia, menstrual disorder, migraine, ovarian fibroma, pelvic pain, uterine leiomyoma, visual impairment and weight increased to be related to essure (ess205). The reporter commented: current weight: 190 lbs. Right side- 2 coils, left- 3 coils . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming- menorrhagia and dysmenorrhea" . Most recent follow-up information incorporated above includes: on 5-jul-2018: plaintiff fact sheet received. Event added: uterine fibroids. Event onset date was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal and excessive bleeding (menorrhagia)") in a 23-year-old female patient who had essure (ess205) (batch no. 623029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multiparous, cesarean section, tonsillitis, anxiety attack and endometriosis. Concurrent conditions included overweight, pelvic adhesions, perineal pain and uterine fibroids. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful cramping (dysmenorrhea)"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain") and uterine leiomyoma ("uterine fibroids"). In 2016, the patient experienced astigmatism ("astigmatism"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menstrual disorder ("cycle bad"), ovarian fibroma ("fibroid (right ovary)/ fibroid tumor on my rt ovary"), visual impairment ("vision getting worse"), amnesia ("memory loss") and endometriosis ("endometriosis"). The patient was treated with surgery (bilateral salpingectomy unilateral oopherectomy - left, salpingectomy(bilateral removal of fallopian). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, menstrual disorder, migraine, headache, ovarian fibroma, astigmatism, weight increased, visual impairment, amnesia, endometriosis and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, amnesia, astigmatism, dysmenorrhoea, endometriosis, headache, menorrhagia, menstrual disorder, migraine, ovarian fibroma, pelvic pain, uterine leiomyoma, visual impairment and weight increased to be related to essure (ess205). The reporter commented: current weight: 190 lbs. Right side- 2 coils, left- 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming- menorrhagia and dysmenorrhea" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal and excessive bleeding (menorrhagia)') in a 23-year-old female patient who had essure (ess205) (batch no. 623029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multiparous, cesarean section, tonsillitis, anxiety attack and endometriosis. Concurrent conditions included overweight, pelvic adhesions, perineal pain and uterine fibroids. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful cramping (dysmenorrhea)"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain") and uterine leiomyoma ("uterine fibroids"). In 2016, the patient experienced astigmatism ("astigmatism"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menstrual disorder ("cycle bad"), visual impairment ("vision getting worse"), amnesia ("memory loss"), endometriosis ("endometriosis") and dyspnoea ("breathing problem") and was found to have ovarian fibroma ("fibroid (right ovary)/ fibroid tumor on my rt ovary"). The patient was treated with surgery (bilateral salpingectomy unilateral oopherectomy - left and bilateral salpingectomy unilateral oopherectomy - left, salpingectomy(bilateral removal of fallopian). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, menstrual disorder, migraine, headache, ovarian fibroma, astigmatism, weight increased, visual impairment, amnesia, endometriosis, uterine leiomyoma and dyspnoea outcome was unknown. The reporter considered abdominal pain, amnesia, astigmatism, dysmenorrhoea, dyspnoea, endometriosis, headache, menorrhagia, menstrual disorder, migraine, ovarian fibroma, pelvic pain, uterine leiomyoma, visual impairment and weight increased to be related to essure (ess205). The reporter commented: current weight: 190 lbs. Right side- 2 coils, left- 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. ¿concerning the injuries reported in this case, the following were described in patient¿s medical record : confirming- menorrhagia and dysmenorrhea" lot number: 623029, manufacturing date: 2007-01, expiration date: 2008-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal and excessive bleeding (menorrhagia)') in a 23-year-old female patient who had essure (ess205) (batch no. 623029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multiparous, cesarean section, tonsillitis, anxiety attack and endometriosis. Concurrent conditions included overweight, pelvic adhesions, perineal pain and uterine fibroids. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful cramping (dysmenorrhea)"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain") and uterine leiomyoma ("uterine fibroids"). In 2016, the patient experienced astigmatism ("astigmatism"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menstrual disorder ("cycle bad"), visual impairment ("vision getting worse"), amnesia ("memory loss"), endometriosis ("endometriosis") and dyspnoea ("breathing problem") and was found to have ovarian fibroma ("fibroid (right ovary)/ fibroid tumor on my rt ovary"). The patient was treated with surgery (bilateral salpingectomy unilateral oopherectomy - left and bilateral salpingectomy unilateral oopherectomy - left, salpingectomy(bilateral removal of fallopian). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, menstrual disorder, migraine, headache, ovarian fibroma, astigmatism, weight increased, visual impairment, amnesia, endometriosis, uterine leiomyoma and dyspnoea outcome was unknown. The reporter considered abdominal pain, amnesia, astigmatism, dysmenorrhoea, dyspnoea, endometriosis, headache, menorrhagia, menstrual disorder, migraine, ovarian fibroma, pelvic pain, uterine leiomyoma, visual impairment and weight increased to be related to essure (ess205). The reporter commented: current weight: 190 lbs. Right side- 2 coils, left- 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming- menorrhagia and dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from plaintiff fact sheet: event berating problem added. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal and excessive bleeding (menorrhagia)") in a 23-year-old female patient who had essure (ess205) (batch no. 623029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multiparous, cesarean section, tonsillitis, anxiety attack and endometriosis. Concurrent conditions included overweight, pelvic adhesions, perineal pain and uterine fibroids. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful cramping (dysmenorrhea)"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menstrual disorder ("cycle bad"), ovarian fibroma ("fibroid (right ovary)/ fibroid tumor on my rt ovary"), astigmatism ("astigmatism"), weight increased ("weight gain"), visual impairment ("vision getting worse"), amnesia ("memory loss") and endometriosis ("endometriosis"). The patient was treated with surgery (bilateral salpingectomy unilateral oophorectomy - left) and surgery (bilateral salpingectomy unilateral oophorectomy - left). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, menstrual disorder, migraine, headache, ovarian fibroma, astigmatism, weight increased, visual impairment, amnesia and endometriosis outcome was unknown. The reporter considered abdominal pain, amnesia, astigmatism, dysmenorrhoea, endometriosis, headache, menorrhagia, menstrual disorder, migraine, ovarian fibroma, pelvic pain, visual impairment and weight increased to be related to essure (ess205). The reporter commented: current weight: 190 lbs. Right side- 2 coils, left- 3 coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming- menorrhagia and dysmenorrhea" most recent follow-up information incorporated above includes: on (B)(6) 2018: other social media received. Events abdominal pain, vision getting worse, cycle bad, memory loss, endometriosis and fibroid tumor on right ovary were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal and excessive bleeding (menorrhagia)') in a 23-year-old female patient who had essure (ess205) (batch no. 623029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multiparous, cesarean section, tonsillitis, anxiety attack and endometriosis. Concurrent conditions included overweight, pelvic adhesions, perineal pain and uterine fibroids. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful cramping (dysmenorrhea)"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain") and uterine leiomyoma ("uterine fibroids"). In 2016, the patient experienced astigmatism ("astigmatism"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menstrual disorder ("cycle bad"), visual impairment ("vision getting worse"), amnesia ("memory loss"), endometriosis ("endometriosis") and dyspnoea ("breathing problem") and was found to have ovarian fibroma ("fibroid (right ovary)/ fibroid tumor on my rt ovary"). The patient was treated with surgery (bilateral salpingectomy unilateral oophorectomy - left and bilateral salpingectomy unilateral oophorectomy - left, salpingectomy (bilateral removal of fallopian). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, menstrual disorder, migraine, headache, ovarian fibroma, astigmatism, weight increased, visual impairment, amnesia, endometriosis, uterine leiomyoma and dyspnoea outcome was unknown. The reporter considered abdominal pain, amnesia, astigmatism, dysmenorrhoea, dyspnoea, endometriosis, headache, menorrhagia, menstrual disorder, migraine, ovarian fibroma, pelvic pain, uterine leiomyoma, visual impairment and weight increased to be related to essure (ess205). The reporter commented: current weight: 190 lbs. Right side- 2 coils, left- 3 coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming- menorrhagia and dysmenorrhea" quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet: event berating problem added. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal and excessive bleeding (menorrhagia)") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful cramping (dysmenorrhea)"). The patient was treated with surgery (unilateral salpingo-oophorectomy in (B)(6) 2017). At the time of the report, the menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and menorrhagia to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.